Event description:
It was reported that when using the bd pyxis¿ es server, the es reports data were not current, and the es system was very sluggish and slow. The par level indicated a very low level requiring refill; however, ciisafees showed no refill requirement. Additionally, a report printed the previous night at 2100 hours reflected that all activities completed during the day were shown as not completed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the reports data were not current and stations were sluggish. A technical support specialist applied knowledge article (ka) esr 1.23 etl failing due to delete statement on fk factpaperworkstatefacttransactionsessionkey facttransactionsession as recommended by product support engineer (pse) by backing up the server reports database on the database server, downloading and transferring the structured query language (sql) script to the customer¿s enterprise server where server reports was hosted, and executing the script in sql server management studio (ssms) against the server reports database. The extract transform load (etl) cycle was monitored during purge hours, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.